Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppage and low speed events captured in the submitted log file. In addition, a specific cause for the patient's pneumonia could not conclusively be determined through this evaluation. The submitted log file contains data recorded from the timestamp of 349 days, 23 hours, 57 minutes through 351 days, 10 hours, 35 minutes. The data captured at timestamp 350 days, 7 hours, 19 minutes revealed decreases in speed below the low speed limit, including 3 pump stops. Additional low speed events were captured at timestamp 350 days, 17 hours, 3 minutes. These events were accompanied by elevated power values, as well as multiple low speed hazard/advisory, low flow hazard, and motor stopped alarms. The associated voltage levels indicated that the events occurred when the system was powered by a power module. Based on past experience with the heart mate ii lvas and similar reported events, the log file data appears consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The distal portion of the driveline measuring approximately 36¿ with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the driveline in the condition that it was received found all wires to be electrically intact. The outer jacket layer of the driveline appeared unremarkable. Visual inspection upon disassembly and hipot testing revealed a breach to the insulation of the red wire approximately 0.5¿ from the pump housing and an additional breach in the insulation of the orange wire approximately 25¿ from the controller connector, exposing the inner metal conductors. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. If the exposed conductors of the red and orange wires contacted the braided shield while the system was operating on a tethered power source, such as the power module, the resulting short would have contributed to the pump stop and low speed events captured in the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Although the patient¿s pneumonia was not considered to be device related, the IFU lists infection as an adverse event that may be associated with the use of the heartmate ii lvas. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction to the previous report: this event was originally reported under MFR# 2916596-2022-02061 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 12sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, at the patient's home a red heart advisory alarm was observed but the patient reported no symptoms.

Event description:
The pump was exchanged on (B)(6) 2021.

Manufacturer narrative:
(B)(6). No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was hospitalized for pneumonia and a pump stop was recorded in the log history of the patient's system monitor. The pump stop was reproduced when the system monitor was connected to the hospital's power module. Log file review showed 3 pump stops and 7 low speed advisories. The event was linked to driveline damage and occurs only when the pump was connected to the power module. It was recommended to keep pump connected to batteries and place patient on unshielded patient cable. Driveline x-rays were requested, but were not available. A pump exchange was scheduled.